Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold, wear abrasion, and an opening on posterior. Leak test and microscopic analysis were performed which identified an opening crease(smooth), delamination of valve(<75% partial separation) and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed with the result of no blockage. Based on the device analysis, the final assessment is an opening crease(smooth) on posterior due to fold(flaw) opening and delamination(partial) of the valve (adhesive failure).

Event description:
Device was explanted.